Event description:
It was reported that the patient was seen in clinic for a controller exchange due to recent controller fault alarms. Once the controller was exchanged, the patient leaned forward and the pump stopped for roughly 20 seconds on the new controller (MFR # 2916596-2022-14228).

Manufacturer narrative:
The patient's device previously experienced controller fault alarms under MFR # 2916596-2022-12536. Manufacturer's investigation conclusion: the reported event of controller fault alarm was not confirmed. The log file from a newly connected controller spanned approximately 18 mins (30mar2022, 28sep2022 from 13:48 to 14:06 per the timestamp). The driveline was connected to the controller on 28sep2022 at 13:48. The reported event of controller fault alarm was not observed on the log file. No other notable alarm was observed. The hm2 system controller, serial (B)(4), was not returned for analysis. A log file from the controller that had controller fault alarm was not submitted for review. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including controller fault. No further information was provided. The manufacturer is closing the file on this event.